Event description:
Boston scientific received information that this device implanted less than two months, failed to deliver shock therapy as required and the patient expired. Allegedly on the reported date of death, shock therapy was required however, due to a depleted battery, therapy undelivered. A (B)(4) interrogation was unsuccessful due to the observed battery anomaly. The device has been explanted and is expected to be returned for a (B)(4) assessment as well as, to ascertain the number of shocks which had been delivered during the implanted duration. Subsequent information states the patient had severe renal dysfunction and disturbance of consciousness.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the back side of the device case was anodized, with a dent and tool marks present. All seal plugs were intact and all setscrews moved freely. The battery status was confirmed to be end of life (eol), with a monitoring voltage of 2.53 v. The cumulative charge time of the device was 1 hour, 59 minutes, and 55 seconds (1:59:55). This nearly two hours of charging used the total capacity of the battery cell, causing the device to reach eol. The arrhythmia logbook showed 5,884 atr events; 5,070 rythmiq events; and 375 v events. A review of one stored vf episode confirmed appropriate sensing and therapy delivery. The device had delivered ninety-eight (98) 41 joule shocks on (B)(4) 2012 between 12:45 and 17:02. Laboratory analysis confirmed the device met longevity specifications in accordance with delivered therapy. The product has been archived as meeting specifications.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.